Event description:
A perforation and pericardial effusion (pe) occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, transseptal accessed was achieved with no issues and the versacross rf wire landed in the appendage. Next, they prepped the non-boston scientific 5f pigtail catheter and went over the versacross rf wire. When doing so, they stated that the stiffness of the versacross wire made the non-boston scientific 5f pigtail catheter straighten, which they believe caused it to tear the back wall of the appendage. The watchman procedure was continued and implanted successfully. Post-implant, a pe was noted in the left atrium appendage and pericardiocentesis was performed to manage. Patient was discharged next day. The device is not expected to be returned for analysis. A pericardial effusion was also noted on echo prior to the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet.